Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Device/procedure outcome: original device used, procedure completed patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; the device got stuck. Was the device got stuck at the lesion site? During the li approach, the catheter may have entered the lv. At that time, the guidewire got stuck. While the guidewire was inserted and removed, the stuck was resolved, but the mv may have been damaged during this process. What was the physician's opinion on the cause of the event where the stent got stuck? The guidewire may have caught on the mv. How was the stuck released? The stuck was resolved by inserting and removing the wire. [?]was there any other catheter in the heart at the time of the health problem? Only the beeat in the ra. Was the orion catheter used in combination?; no if q6 is 'yes,' where was the orion positioned?; if q6 is 'yes,' was the orion left deployed?; what was the size and name of the sheath that was used together?; faradrive physician comments: it was pointed out that the guidewire might have caused the issue, although the probability was considered low. Patient outcome: adverse event infected: unknown generator/controller: ablation catheter used: other used: event date: 2025-11-21 as reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.